Event description:
It was reported that the patient is feeling shortness of breath while performing minor activities. The caller inquired about ways to optimize rate response settings. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.